Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a prostyle after a percuaneous coronary interventional procedure using a 6f sheath. Reportedly, the lateral marker lumen was blocked and there was no blood-bleeding observed. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction was confirmed based on an unknown material identified in the marker port. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported marker lumen obstruction cannot be determined based on the returned device analysis. The device was successfully flushed prior to the procedure, therefore, it is possible that biological matter or calcification contributed to the reported marker lumen obstruction. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.